Event description:
During extra-capsular cataract extraction (ecce), alcon ultrasound fluidics management system (fms), lot 989030h2010-01, exp date 2011-12 failed. Another fms opened, surgery completed without further occurrence.